Manufacturer narrative:
Analysis of the log files from AED serial number (B)(6) showed that the AED was manufactured on 05/29/2020 and placed into service on 03/08/2021 with battery pack serial number (B)(6) (the battery in question). On 04/01/2021 the AED reported a service code during a quarterly unit self-test. The AED attempted to alert the user by flashing its red asi and chirping. The AED continued to flash its red asi and chip without any evidence of human interaction to address the AED condition until 07/12/2022 when the battery pack became completely depleted. The cause of the AED not powering on is a lack of maintenance specifically related to maintaining the battery pack as recommended by the device manufacturer.

Event description:
An international distributor reported that a customer's AED would not power on with a dbp-2800 battery pack serial number (B)(6). They reported that the AED would power on with another battery pack. They also reported this did not occur during patient use.